Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ tip syringe had plastic pieces on the tip and luer that broke off. Additionally, the packaging perforation on one unit was insufficient, causing several packages to tear when opening it. The following information was provided by the initial reporter: "plastic pieces are on the tip and luer of syringe. It makes them unusable and also pieces break off. Additionally, the perforation between unit packaging was insufficient, leading to unintentional opening of separate unit packages."